Event description:
It was reported that a findrwirz perforated the left atrial appendage while the physician attempted to advance a lariat suture delivery device over the laa. This resulted in bleeding. The pt was converted to surgery (no cpb) where only the tip of laa was sutured closed. The procedure was performed in a hybrid operating room (cath lab/operating room). The pt remained in the hospital for several days and was discharged normally.

Manufacturer narrative:
Add'l info was provided by the sentreheart rep who attended the case. This was the physician's first case with the lariat. The pt anatomy required additional manipulation of the lariat while trying to capture the laa for ligation. The perforation was repaired surgically in the cath lab. Potential vessel damage is a known complication listed in the IFU. The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specifications prior to shipment.